Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil packet and one detached needle were received for analysis. Product code vcp311h. During the visual inspection of the needle, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the body needle. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. However, the suture was not returned to determine the assignable cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned to ethicon for evaluation. Thirty-seven unopened samples that pertains to product code vcp311h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A photo was provided showing three foil packets were received for analysis that pertains to product code vcp311. A functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a tapp procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Total (B)(4) products occurred suture breakage issue. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. There will return (B)(4) representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.